Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the cardiac resynchronization therapy defibrillator exhibited premature battery depletion. The device was explanted and replaced with a competitor's product. The patient was stable.